Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when they have their first ins it was removed because they wanted an MRI-compatible ins (rule out as elective) so it was removed. However,  they developed a skin infection after and decided the get removed.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.